Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25118936, 25119001 and 25119347 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 kept turning on and off intermittently. The harvester completed the procedure with the same device. The hospital did not report any patient effects.

Manufacturer narrative:
December 03, 2015 04:18 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 kept turning on and off intermittently. The harvester completed the procedure with the same device. The hospital did not report any patient effects.